Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture, softer and lower breast". Device remains implanted.

Event description:
Patient reported right side "rupture, softer and lower breast". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. Wrinkling: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "rupture, softer and lower breast". Device has been explanted.